Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No defects were identified by olympus device inspection other than those reported in the initial MDR. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the printed circuit board. The defect may have been caused by aged deterioration due to long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was not displayed during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) and found that there was a defect in the lighting of the front panel. Reportedly, the device did not work due to a printed circuit board failure. There was no report of patient injury associated with this event.